Event description:
It was reported that during a lisfranc surgery during the stretching of the tightrope, the sutures were torn and the tightrope opened. The stretching was done in a controlled and correct way. The little button fell into the joint and was retrieved from the patient, which caused a procedural delay. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error. Direction for use. Dfu-0147. Tightrope® devices. Precautions. 1.acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.